Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to water and is no longer functioning. In addition, it was reported that an altitude alarm occurred and the pump shut off unexpectedly. Customer¿s blood glucose level was 316 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.